Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo shows a damaged peel-away sheath. A complete visual inspection could not be performed as no sample was returned or photo provided for analysis. The instructions for use (IFU) provided with this kit warns the user, "precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis." Without the actual device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "two midline kits has sheath introducers that had the handles snap off upon removal." The patient was reported as fine. There was no patient harm or consequence.

Event description:
It was reported that: "two midline kits has sheath introducers that had the handles snap off upon removal." The patient was reported as fine. There was no patient harm or consequence.

Manufacturer narrative:
(B)(4).